Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors were deployed together. Both anchors were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Information update. One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 anchors were deployed together.¿ t1 was not returned. T2 attached to torn suture was returned separated from the device. The depth limiter was returned. It had been creased midpoint as well as at the distal tip. The delivery needle was bent toward the left. The delivery curve was flattened. Symptoms are consistent with probing and difficulty with reaching desired anchoring location. Under warnings the instructions for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ despite the obvious disfigurement, the device still cycled and actuated. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3)inadequate tissue conditions. 4) entanglement with other instruments or devices. 5)incomplete needle penetration through meniscus. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.